Event description:
A malfunction alarm was reported resulting in a blood glucose (bg) level of 28 mmol/l. Customer administered a correction bolus to successfully resolve the bg. The customer reverted to an alternate method of insulin therapy.